Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via sales representative to our local affiliate (B)(4). This case involved a female (age nos) who received a poly-l-lactic acid (sculptra) in (B)(6) 2008 for an unspecified indication. No relevant medical history or concomitant medications weer received. On (B)(6) 2008 (nos), the pt experienced little nodules on her cheek, below the ring under the eye. Event outcome is ongoing. Reporter's causality: possible add'l info received on (B)(6) 2008: the physician reported that this case involves a (B)(6) female pt who received poly-l-lactic acid sometime in (B)(6) 2008. He reported that seven little nodules on the cheek, below the ring under an eye, were detected after "summer vacation period" approximately sometime in (B)(6) 2008. Corrective treatment included saline solution, local corticoids, and oral corticoids, but the outcome was unsuccessful. The pt was not receiving any treatment at the time of this report, and the event remained ongoing. Poly-l-lactic acid dilution 1ml + 5 ml (nos). The physician attempt to perform a biopsy but was unable to do it due to the nodules being calcified and broken down. (B)(4).